Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with the customer's high blood glucose levels. The spouse states the customer pressed too many buttons and now cannot get it to clear. The customer's blood glucose level was 500mg/dl. The customer treated the high with manual injection. The customer was assisted with rewind and priming. The customer was advised to monitor the device and call back if issues persist.